Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, two (2) fast fix´s t2 were deployed prematurely. T1 were removed from the patient with tweezers and t2 were left outside the meniscus. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated. H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the devices showed that device one was not received in the original packaging. T1/t2/suture were not returned. The actuator is in the pre-t2 position. The box for device two was received at a later date than the device one box and has two devices in it. The two devices were returned in the original box with the batch number of the complaint on the label. Device 2 of 3 has the t1 off the needle. The t2 is still in place and the actuator is in the pre-t2 position. The needle/overmold is bent. Device 3 of 3 has the t1 off the needle. The t2 is still in place and the actuator is in the pre-t2 position. The needle/overmold is bent. A functional evaluation of device one showed it cycled as intended. A functional evaluation of device two shows the actuator pushed the t2 off the needle and continued to cycle as intended. A functional evaluation of device three shows the actuator pushed the t2 off the needle and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended actuation of the device or inadvertently applying pressure to the implant during package removal. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair, the t2 implant of three(3) fast fix´s were deployed prematurely. The t1 implant of each device was removed from the patient with tweezers and t2 of each device was left outside the meniscus. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.